Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that approximately one month after implant of a new cardiac resynchronization therapy defibrillator (crt-d) the patient heard an alert and presented to the emergency room. Upon interrogation oversensing noise was noted on the ventricular channel. A chest x-ray showed that the right ventricular (rv) lead was not inserted all the way into the device header. When the pocket was opened the high voltage coil pins were found to be loose in the header. The lead pins were reattached and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.